Event description:
It was reported that during a gastric bypass, when the device was fired at the jejunum, the staples did not form. Another device was used to complete the procedure. The surgeon had to cut both sides of the jejunum to get better tissue. There were no consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.